Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, during implantation of a 29mm sapien 3 valve in aortic position by transfemoral approach, there was a balloon rupture at some point post implant while still in the patient's body. No harm came to the patient. The valve was perfectly placed, and the patient was recovering and ambulating. The patient was expected to go home on pod 1. This was an unsupported case. The devices were discarded.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A photo, video and 3mesio were provided and the following was observed: there was presence of calcification in the patient. A procedural cine of the balloon post procedure was provided. The balloon seemed burst at the distal shoulder of the inflation balloon area. The complaint for balloon burst was confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. As per 3mensio provided, there was presence of calcium in the patient. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.